Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for approximately eight hours due to high blood glucose. Her blood glucose was over 850 mg/dl. The patient was treated via insulin pump and manual insulin injection. Further details could not be given since the customer was legally blind. The insulin pump was not returned for analysis.